Event description:
Reporter indicated that there was an issue with the serial adapter cable for the physician's handheld device. The cable was broken and could no longer be used. It was unclear as to whether the damage to the cable was due to usage over time or if there was some deficiency with the cable that caused it to break. A replacement handheld was sent to the physician and the handheld that was not functioning properly was returned to the manufacturer for analysis. The handheld device has been received, however, product analysis has not been completed at this time.